Manufacturer narrative:
Additional information was received. D11: concomittant devices: metasul ldh, head adapter, s, -4, taper 12/14-18/20, ref# 01.00185.145 , lot# 2462042. Metasul ldh, head, 50, code p, taper 18/20, ref# 01.00181.500 , lot# 2458311. Avenir müller, stem, standard, uncemented, ha, 4, taper 12/14, ref# 01.06010.004 , lot# 4012306. DHR review : the quality records indicate that this component met all requirements to perform as intended. Review of event description: patient underwent revision due to elevated metal ions, metallosis and osteolysis. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmeridentified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately nine years post implantation due to high rate of cobalt in his blood, metallosis and osteolysis.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to (B)(4) as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
Patient was implanted on left side and underwent revision due to metallosis and elevated metal ions.